Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While the patient was on impella cp support, the peel-away sheath was removed completely from the body, broken and peeled away, and the repositioning unit was advanced into the arteriotomy with good hemostasis. The patient remained on support.